Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 400 mg/dl. The customer reported that the buttons were not working properly. It was reported that the reservoir fell out in the middle of the night. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.(B)(4).